Event description:
Vague info is available. Technician reported a system 1000 hemodialysis device possibly introduced air into a pt during treatment and blood was introduced into the saline bag. The pt was hospitalized, and has made a full recovery.